Event description:
A customer reported receiving a ¿replace sensor¿ error message while the freestyle libre 2 sensor. As a result, the customer was unable to monitor their blood glucose and consequently experienced a loss of consciousness. The customer was unable to self-treat and the daughter placed a cold towel in the customer's face and provided water as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor ((B)(4)) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message while the freestyle libre 2 sensor. As a result, the customer was unable to monitor their blood glucose and consequently experienced a loss of consciousness. The customer was unable to self-treat and the daughter placed a cold towel in the customer's face and provided water as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. The serial number in section h-10 was incorrectly documented in the previous MDR report. This section has been updated.